Event description:
A past low blood glucose (bg) event was reported by the customer, with the lowest level reaching 41 mg/dl. The customer managed the situation by consuming a burger and fries. Tandem technical support recommended the customer consult with a healthcare professional to discuss factors affecting bg levels and emailed a relevant guide.